Event description:
MFR implant card was received indicating that lead a generator replacement surgery occurred due to lead discontinuity. Diagnostics performed six mos before surgery indicated proper device function at that time. Good faith attempts for product return and additional info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.